Manufacturer narrative:
(B)(4). Evaluation summary:visual inspection was performed on the returned device. The reported deployment issue was unable to be confirmed as the stent had already been fully deployed. The tip separation was confirmed. It may be possible that the distal sheath was bent or angled in the anatomy such that the ratchet was unable to properly engage the stent causing the partial deployment; however, this could not be confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a conclusive cause for the deployment issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the left superficial femoral artery that was moderately to severely calcified and mildly tortuous. During deployment of the 5.5x120 mm supera stent, both red knobs were moved instead of just the system lock. Upon removing the stent catheter after deployment, the 5.5x120mm supera stent implant was withdrawn with the catheter into the sheath resulting in the separation of the white tip of the catheter. The white tip was snared successfully. No further treatment was attempted. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.